Event description:
I am disabled with chronic mercury poisoning (confirmed by a porphyrins panel), with no known exposure aside from 12 dental amalgams for 40 years. My 23andme test shows some possible genetic susceptibilities to toxic metals.